Manufacturer narrative:
(B)(4). Analysis of the stent delivery system (sds) noted no blood or contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There were multiple clear strands of an unknown material entwined with the struts in the middle of the stent implant, confirming the reported material. The chemical analysis report revealed that the material did not match any existing samples of balloon material or any fiber materials found during manufacturing, but resembled a type of polyester. Polyester is used in bunny suits, cotton swabs, and knit wipes, all of which can be found in the catheter lab. All products are 100% inspected for contamination throughout the manufacturing process, including the point where the protective sheath is placed over the balloon and stent. It is likely that the stent came in contact with a wipe or other cloth material during preparation. A search of the lot history record indicated no non-conforming material records for the lot and a search of the complaint handling database indicated no other incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that after device preparation and after loading the device on the wire, during device inspection, a piece of plastic string was seen trapped between the stent and the balloon. It was thought that the piece of plastic may have been balloon material. What was seen, was removed and lost, but some of the material may be remaining. The device was removed from the wire and not used. The device never came into direct contact with the patient. Another 3.5x15mm vision stent was used successfully. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.